Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon reviewing the transmission, the sensing and threshold values of the right atrial (ra) lead were found to be out of range. No intervention was performed and the patient remained in stable condition. The patient will continue to be monitored.